Event description:
It was reported that stent thrombosis occurred. The patient presented emergently with a myocardial infarction. The target lesion was located in the posterior descending right coronary artery. A 38 x 3.00mm taxus¿ liberté¿ long stent was successfully implanted in the lesion. Medications received post procedure included aspirin and clopidogrel. Two days later the patient presented with elevated troponins, t elevation in leads dii, diii and avf. Stent thrombosis was discovered and it was noted that there was dysfunctional ventricular insufficiency. The patient was hospitalized. The patient is stable.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).